Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found one other complaint regarding the lot number. This product was made at our manufacturing plant in hungary which was informed about this issue. This lot is part of a foreign field safety notice initiated in august 2025. The investigation showed that the bitubes inside the handle were collapsed. This collapsing doesn't allow suction or irrigation, so the elefant is non-functional. A corrective and preventive action was opened in august 2025 to manage this issue. The root cause has been identified: the ring protector around the handle was not correctly placed on the elefant buttons, and the actions are ongoing. A clinical assessment was performed and concludes: the malfunction of the elefant suction¿irrigation device, caused by a misplaced handle protection cap, results in a complete loss of suction and irrigation functionality. As stated in the instructions for use, the device must be tested before use, which allows early identification of the issue and prevents patient contact. In most cases, the clinical impact is limited to a prolonged procedure and device replacement, corresponding to a severity level 2 risk. However, given that the entire lot appears to be affected, it cannot be ruled out that a replacement device will be available in the unit, which may result in procedure rescheduling, increasing the clinical impact to severity level 3. No sterility concerns are identified, as the device tip remains properly sterilized and isolated from internal fluid pathways. B3: estimated date.

Event description:
According to the available information urine does not flow through the catheter when inserted and used as normal. The catheter must be disconnected from the collector to empty the bladder.

Event description:
According to the available information urine does not flow through the catheter when inserted and used as normal. The catheter must be disconnected from the collector to empty the bladder.

Manufacturer narrative:
After disinfection this product was visually observed, no issue or defect was observed. Flow rate was tested to verify drainage functionality. According to our specification flow rate results obtained have an average more than six times higher than this value. Furthermore no leakage or other issue was observed during functionality test. This product was conformed to our specification. After receiving this complaint, we searched for other complaint and we found one other complaint on the same defect regarding the lot number 10203582. According to the elements known quality database was checked and revealed no anomaly in relation to the describe defect. A rmf evaluation was performed based on criq247 - risks identified 11513, 11514, 12511 (hazardous situation: catheter does not drain) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe. B3: estimated date.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found 1 other complaints on the same defect regarding the lot number 10203582. A follow up report will be submitted on completion of the investigation conclusion. B3: estimated date.

Event description:
According to the available information urine does not flow through the catheter when inserted and used as normal. The catheter must be disconnected from the collector to empty the bladder.